Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, four months and twenty four days of post deployment, inferior vena cavo angiogram was performed for evaluation of inferior vena cava filter removal which revealed fluoroscopic inspection of abdomen shows a bard recovery filter in a 45-degree oblique position with the filter head oriented toward the 10:30 position, at least one bent filter leg and angiography of inferior vena cava showed it to be free of intraluminal thrombus; however, the filter head was clearly extravascular, precluding recovery. Accordingly, the catheter was removed, and no attempt made to remove the filter. Around, nine years and four months later, computed tomography of abdomen and pelvis with contrast was performed which showed grade four caval perforation of the 1 o'clock strut into duodenum. Grade two caval perforation of the 3 o'clock strut 1.54 cm. Multiple grade one perforations. 30.37 degrees of coronal tilt and 23.98 degrees of sagittal tilt. Apex of filter extends through the right posterior wall of inferior vena cava. No definite fracture or missing struts. No inferior vena cava stenosis. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), filter tilt and material deformation. However, the investigation is inconclusive for retrieval difficulties as there is no retrieval attempt was made. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g2, g3, h6(device, conclusion). H11: d1,d4(product catalog no), g1, h6(method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter perforated; tilted and embedded in the wall of inferior vena cava. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images and medical records were not provided. The investigation is inconclusive for the filter tilt, perforation of the ivc wall and retrieval difficulties as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that the filter perforated; tilted and embedded in the wall of ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.